Event description:
A malfunction was reported on the pump, with the issue being identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reoccurs.